Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire lifted up away from the jaw. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning. The event date and surgeon are unk.